Manufacturer narrative:
Concomitant medical products: bd syringe 1ml; bd syringe 3ml, therapy date: unk. Patient age and dob requested but not provided, however, the customer stated the patient was a neonate. The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer also reported a general statement that the nicu has experienced multiple events in which there is medication residual remaining in the bd syringe 1ml after the infusion is completed. Due to this, the customer trialed a 3ml syringe for 24 hours to determine if there is residual left in the syringe while using the larger syringe. After the 24 hour period ended it was found that they were able to infuse an entire dose while using the 3ml syringe, however, it was noted that when the 3ml syringe was initially installed into the device it stated the available volume to be higher than what was in the syringe. In discussion with the customer, it was found that they are using compatible bd syringes. Although the devices recently passed preventative maintenance testing, there is a question regarding whether the device calibration could be causing the residuals left in the syringes after the infusion is completed. There was no report of patient harm.